Manufacturer narrative:
Date rec'd by MFR: 30jul2019. Failure investigation was completed. The touchscreen was received with cracked/shattered glass. Due to the damage, no additional testing is required. A touch screen with cracked or shattered glass cannot be tested since the glass, if broken, makes the touch screen non-functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b)(6 2019. Date of this report: 23may2019. The field service engineer (fse) reported that the touch screen was replaced. After, the device was able to be calibrated. The fse reported that the device successfully passed the performance assurance test.

Event description:
The customer reported that the touch screen was not responding to touch and could not be calibrated. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.